Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Paresthesia: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "burning, stinging, numbness in the left arm, examination showed extracapsular rupture" confirmed via ultrasound and mammogram. Device has been explanted.

Event description:
Healthcare professional reported left side "burning, stinging, numbness in the left arm, examination showed extracapsular rupture" confirmed via ultrasound and mammogram. Device remains implanted.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: paresthesia, rupture.